Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display and no delivery alarm. Customer's blood glucose value was 427 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test. No excessive no delivery alarm and no blank display anomaly noted.